Event description:
It was reported when the physician attempted to remove the dilator from the sheath in the pt, it was difficult to remove due to the resistance. The dilator was removed with force and then a string-like object was noted at the tip of the dilator. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a followup report will be submitted. Date report submitted to FDA by MFR: 11/10/2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.